Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1646. The patient has two leads implanted with the same lot number. It was reported the patient was experiencing an uncomfortable heating sensation at her ipg site while stimulation is on. It was also reported the patient is not receiving effective stimulation and her leads are more superficial causing discomfort. The patient is not using her scs system and is requesting to have it removed.

Manufacturer narrative:
This ipg serial number was associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.